Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a loss of stimulation. The stimulator went off, and then clarified that it had stopped. The patient could not charge the implantable neurostimulator (ins) or connect to it with the programmer. These issues were noted to be in (B)(6) 2016. The patient mentioned that it was found that all the leads were not working except for one in (B)(6) 2016. The patient was to follow-up with their health care professional (hcp). The patient did not have an hcp at the time of the report, hcp listing was sent to the patient. Other relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.